Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 double head pump alarmed and then stopped during priming. The pump was not used for the case. There was no pt involvement. The investigation is going. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the s3 double head pump alarmed and then stopped during priming. The pump was not used for the case. There was no pt involvement.